Event description:
It was reported by a company representative that a patient was in the hospital due to a syncope episode. The patient was detected with two bradycardia episodes in the moment of stimulation along with a new syncope episode while at the hospital. The patient's vns parameters were lowered due to the reported events. At the moment the cause of the reported events and their relationship to vns is unknown as good faith attempts to obtain further information from the treating physician regarding the reported events have been unsuccessful to date.

Event description:
Further information was received via an article titled "late-onset periodic bradycardia during vagus nerve stimulation in a pediatric patient. A new case and review of the literature", published on 02/26/2016. It was reported that 7 years after vns implantation ((B)(6) 2012), the patient suddenly began to have new attacks with sudden falls and loss of consciousness lasting less than 10 sec, which were similar to her previous drop-attacks but preceded by dizziness. It was reported that the ECG showed a normal sinus rhythm with a heart rate of 90 bpm(beats per minute). But during vns magnet activation (output current of 1.25 ma) the heart rate slowed down to 45 bpm. The bradycardia duration was a few seconds longer than the stimulation period (30 sec). The same response was elicited with magnet vns activation with an output current of 0.50 ma. The heart rate was not significantly altered when the output current was 0.25 ma. It was reported that the device was switched off on (B)(6) 2013. It was reported that vns stimulation parameters had not been changed for the latest years prior to the reported adverse effect (30sec on time; 5min off time; 1.25ma output current; 20hz frequency; 250 sec pulse width). It was reported that during the following week the patient did not reveal any presyncopal spells, and she was sent home. Abnormal placement of electrodes was ruled out by radiography. As reported in the article, a correlation between vns stimulation and cardiac arrhythmia was evident with vns magnet activation during ECG recording. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date.